Event description:
It was reported that during a laparoscopic low anterior resection procedure, as the first clip was malformed, the clip was removed. After that, when the device was fired a few times outside the patient's body, the jaw became not to open. The jaw of the device opened unknowingly after a while. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.